Event description:
It was reported to philips that the device had a bent battery pca pin. There was no patient involvement.

Manufacturer narrative:
The customer requested, that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty battery connector pca. A service quote was sent to repair the device, but the customer declined the service. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the battery connector pca. The customer declined repair service on the device. And the service quote was cancelled. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.